Event description:
It is reported that the screw thread from the end of the inserter sheared off in the femoral stem and was unable to be retrieved.

Manufacturer narrative:
This report will be amended when our investigation is complete.